Event description:
While preparing the model 3100a for use on a patient, the operator was unable to achieve the required mean airway pressure (map) during pt circuit calibration. With telephone assistance, the problem was corrected, which was caused by operator error, and the pt was treated without compromise.